Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this lead was an attempted right atrial (ra) implant. Upon placement lead measurements were attempted but noise was observed and the sensing amplitude could not be measured. When pacing was programmed on hig out-of-range pace impedance measurements and non-capture/loss of capture were also observed; a lead fracture was suspected as the result of over rotation of the fixation tool. The lead was extracted and procedure completed using an alternate lead. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. This finding is consistent with the reported clinical observations of loss of capture, non-detection, and out-of-range impedance measurements.